Manufacturer narrative:
A correction was done on manufacturer name, city and state, manufacturing site name and address, initial reporter name and address.

Manufacturer narrative:
Device discarded by customer. The impella 2.5 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported an (B)(6) years old (B)(6) male had impella 2.5 pump inserted in the left femoral. Emergency contrast-enhanced computerized tomography (CT) shows blood accumulation in the pericardium causing rupture of aortic dissection. Patient was taken to the intensive care unit (ICU) after the CT and stent graft placement was considered but the blood vessel tissue was severely damaged because of cardiac massage after rupture. The patient was already pulseless electrical activity (pea) on the electrocardiogram, and while the family watched, the patient¿s heart stopped, and treatment stopped. It was unclear whether the dissection progressed during pump insertion or percutaneous cardiopulmonary support (pcps) at the time of hospitalization.